Event description:
During a routine shift check by a clinician, the device displays a red "x" and continued to beep. Complainant indicated that there was no pt involvement in the reported malfunction.